Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abnormal uterine bleeding ('abnormal uterien bleeding') and bladder cyst ('bladder cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, depression, gerd, fatigue, menstruation abnormal, allergy, gravida ii, parity 2, pelvic pain, tobacco user, hsv infection, genital bleeding, multiple organ dysfunction syndrome, abnormal uterine bleeding and uterine fibroid. Concurrent conditions included esophageal reflux, low back pain, angioma of skin, upper respiratory infection and lipoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), bladder cyst (seriousness criterion medically significant) and pelvic adhesions ("lysis of adhesions") and was found to have uterine leiomyoma ("fundal fibroid"). The patient was treated with surgery (cystoscopy, assisted total vaginal hysterectomy,bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abnormal uterine bleeding, bladder cyst, pelvic adhesions and uterine leiomyoma outcome was unknown. The reporter considered abnormal uterine bleeding, bladder cyst, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: she presents today for hysterosalpingogram tubal patency.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abnormal uterine bleeding ('abnormal uterien bleeding') and bladder cyst ('bladder cyst') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, depression, gerd, fatigue, menstruation abnormal, allergy, gravida ii, parity 2, pelvic pain, tobacco user, (B)(6) infection, genital bleeding, multiple organ dysfunction syndrome, abnormal uterine bleeding and uterine fibroid. Concurrent conditions included esophageal reflux, low back pain, angioma of skin, upper respiratory infection and lipoma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), bladder cyst (seriousness criterion medically significant) and pelvic adhesions ("lysis of adhesions") and was found to have uterine leiomyoma ("fundal fibroid"). The patient was treated with surgery (cystoscopy, assisted total vaginal hysterectomy,bilateral salpingectomy and endometrial ablation). Essure was removed. At the time of the report, the pelvic pain, abnormal uterine bleeding, bladder cyst, pelvic adhesions and uterine leiomyoma outcome was unknown. The reporter considered abnormal uterine bleeding, bladder cyst, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: she presents today for hysterosalpingogram tubal patency. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.